Event description:
87 yr old black male adm to facility 03/16/99 with multiple medical and social problems. Pt was found in his room in a safety vest, suspended from the side of the bed. The pt was assessed by the nurse and did not have a pulse and was not breathing. Vest was untied from far side of bed and pt was lowered to the floor. He was reassessed for respiration and a code blue was called. The pt was transferred to ICU and placed on a ventilator. 03/24/1999 the ventilator was discontinued and the pt expired. Medical examiner was notified. Device did not prevent the pt from self injury by maintaining positioning in bed.